Manufacturer narrative:
This report is submitted on february 21, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site; subsequently the abutment was removed. The implanted device remains.